Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that following a routine device change out the right ventricular lead (rv) had noise on the pace/sense portion which can be seen on provocative testing. It was determined there was a loose connection. A revision procedure was performed to tighten the screw. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No patient complications have been reported as a result of this event.